Event description:
During a laparoscopic bowel resection procedure, surgeon using product intra abdominally when teflon blade and active blade fell off the shaft of the instrument into the pt's abdominal cavity and was unretreivable.